Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced lack of benefit with the device, resulting in the decision to explant the device. The device was explanted on (B)(6) 2014; during the same surgery the patient was reimplanted with a new device.